Event description:
Customer's family member called to report recurring leaks from first o ring. Family member stated that area rep was troubleshooting with them. Advised family member to call helpline for any future assistance.